Event description:
It was reported on 05/29/2026 that a button fractured off of a silent nite 3d device during nightly use. The reported device will be returned once the new device is received. Additional information received from dr. (B)(6). Stated that the 30-year-old, male patient did not have any injury or adverse outcome and no medical intervention was required. It is unknown when the device broke or when the patient stopped using the device. The doctor confirmed device is still with the patient and will be returned once the replacement is provided to the patient.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).